Event description:
Customer reported receiving an error alarm on the insulin pump. Customer also mentioned receiving multiple no delivery alarms. Customer stated that she went to give herself a bolus and the insulin pump gave her 7 units and beeped and vibrated. The insulin pump then begun giving her .5 units on its own before alarming no delivery. Self test was also performed and passed. It was noted that the no delivery alarm was resolved by a complete set change. Customer's blood glucose reading at the time of the call was 145 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.